Manufacturer narrative:
(B)(4). We are aware that this is past the 30 day deadline for reporting. The service unit forwarded the information regarding this particular adverse event to the manufacturer with a delay. We have reminded them about the FDA reporting guidelines importance to preclude this from happening again. Based on the collected information, findings made during the inspection of the track installation conducted by arjohuntleigh representative, we (arjohuntleigh) have been able to establish that the failure resulted from the fact that the component which is intended to stop the lift at the end of the track - "end stopper" - was missing. When reviewing similar reportable events, we have found some cases that may relate to the issue investigated here: non-portable ceiling lift detaches from the end of the track due to a missing end stopper. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use, there is no trend observed for reportable complaints with this failure and the occurrence rate is low. Upon the course of the investigation, it appears probable that the end stopper was missing because an arjohuntleigh engineer who was performing a maintenance of the ceiling lift rail system, did not complete all recommended service activities and left the part of the track missing from the assembly. The ceiling lift was then used and moved through the track with missing end stopper at the track end, which consequently allowed the lift to fall off. According to the information gathered, there are two likely factors that lead to detachment of the ceiling lift. First, the arjohuntleigh technician did not fully complete the maintenance activity and left the track rail with a missing component: end stopper. Please note that as per device and installation system warnings included in the instructions for use (IFU), before each use kwicktrak must not be used without end stoppers installed at both ends of each track. This is suggested to be communicated to the service technician responsible for providing the installation maintenance to preclude this from happening again. The second contributing factor is the fact that the caregiver also proceeded to use of the ceiling lift with missing track components. As per the IFU of the ceiling lift, before each use the caregiver should make sure if all end stoppers are in place and tightened. The cause of the incident is therefore considered to be an incorrect installation of the end stopper component at one end of the ceiling rail by the service technician, and also an incorrect maintenance activity, related to using the ceiling lift at the track system which had a missing stopper. To sum up, while the incident occurred the device was not being used for treatment or diagnosis the patient. The ceiling rail system was not up to the manufacturer specification when the event took place and this way contributed to the adverse event. We find this complaint to be reportable to the competent authorities.

Event description:
Arjohuntleigh received a complaint where it was indicated that the maxi sky 600 ceiling lift fell down off the kwiktrak rail installation. During the time of incident, the device was not being used with a patient. Notwithstanding, the resident was placed under the ceiling lift and installation rail system. Following the information provided by the customer, the ceiling lift slid down from one end of the installation rail. As a consequence of this situation, the caregiver was reported to have felt the need to shield the patient body from the maxi sky ceiling lift. As an outcome, the caregiver sustained shoulder injury and further hospitalization was needed.